Event description:
It was reported that device contamination occurred. The 75% stenosed target lesion was located in the mildly tortuous superficial femoral artery. A 6.0 x 150mm, 90cm ranger drug-coated balloon was selected for use. However, two thread-like foreign objects were noted on the device. They were pulled by finger, peeled off from the ranger balloon, and the procedure was completed using this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Media analysis: the device was not returned for analysis; however, an image was received from the site. Foreign matter was observed on the tip of the device.